Event description:
It was reported that bd alaris secondary set was loose. The following information was received by the initial reporter with the following verbatim. We had another event today. This time it was from the secondary line. Please review the synopsis below. (B)(6), we have the tubing if you want to pick it up. Patient sitting in chair with port accessed. Trabectidin running via secondary line through pump to port. Patient¿s son noted fluid dripping onto the floor and called rn. Rn stopped the infusion and assessed. She noted chemo leaking at the connection site from the secondary line to n35-0 non-locking injector. She noted the pieces weren¿t fully connected and reconnected the lines. Approximately 25ml of fluid noted not the floor. Rn notified md and pharmacy. Md did not want any changes and for patient to finish her treatment. Pharmacist assessed site and cleaned up spill. Confirmed rn securely connected pieces.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One used 10016073 tubing set was received and tested by our quality team with the customer's complaint of loose component/ connection issues. The set was connected to primary set and the entire configuration was primed and infused with saline solution in effort to discover customer's reported leak. The set performed without issue and the visual inspection of tubing/ connectors yielded no issues. The complaint could not be verified and the root cause remains unknown without further information. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.